Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C35384) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced pelvic pain ("pain: pelvic") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain, menorrhagia, fatigue and migraine outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy in date(s) of insertion: 13oct2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : lot number added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C35384) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced pelvic pain ("pain: pelvic") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia heavy menstrual bleeding"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy full). Essure was removed on 23-oct-2018. At the time of the report, the device dislocation, abdominal pain, menorrhagia, fatigue and migraine outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy in date(s) of insertion: (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion.. Batch no c35384 , production date 2014-03-10 , & expiration date 2017-03-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. In 2018, the patient experienced pelvic pain ("pain: pelvic") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, abdominal pain, menorrhagia, fatigue and migraine outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 27-dec-2019: updated laboratory data. Outcome of event pelvic pain and back pain was recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added :pain pelvic/abdominal, back, menorrhagia, migration, fatigue, migraine. Model number of essure was changed from ess(205) to ess (305). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.